Manufacturer narrative:
The subject ues-40 is not returned to olympus for evaluation, therefore olympus cannot evaluate the subject ues-40. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
After the unspecified procedure with the subject ues-40, micro-perforation was found in the patient's bladder. We had a meeting with the user facility and asked for information of the subject event. The user facility reported that there was no problem in the procedures performed after the subject event. There was no report of the patient injury other than above.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject ues-40 was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc investigated the subject ues-40 and found the following. -there was no abnormality in the value of output of each connector. -there was no abnormality in the output of the subject ues-40 while the impact was applied to the subject ues-40. -there was no abnormality in the measurement result of the leakage current value of the subject ues-40. -there were dusts in the subject ues-40, however no abnormality found. -there were dusts and foreign materials adhered to the electrical terminal in the socket. Omsc could not identify the root cause due to no abnormality in the subject ues-40. Based on these investigation results, omsc surmised that this phenomenon might have been occur by user handling mistakenly (e.g. Choice of endo therapy device, setting value of output) there were no further details provided. If significant additional information is found, this report will be supplemented.